Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm during a bolus. The blood glucose reading was 355 mg/dl. Customer was unable to treat at the time. Customer stated that she had tried different cannula lengths and that the insulin was not expired or denatured. Customer also stated that she does rotate her sites. She reported that the tubing was bent. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.